Event description:
As reported, a foreign material (hair) was found in the inner package of the product. There was no reported injury to the patient. The outer box was not damaged. The integrity of the sterile pouch was not compromised. The damage was noted to have happened during the time of over-labeling activity in custom bonded warehouse. The device was not stored in the lab, it was maintained in a warehouse. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18129323 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a foreign material (hair) was found in the inner package of the 6f infinity jl 3.5 device. There was no reported injury to the patient. The outer box was not damaged. The integrity of the sterile pouch was not compromised. The damage was noted to have happened during the time of over-labeling activity in custom bonded warehouse. The device was not stored in the lab, it was maintained in a warehouse. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6. This device is available for analysis but has not yet been received.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 after further clarification and review of events, the code of packaging/pouch-foreign material - in sterile package will be changed to "no adverse event" as the device did not reach the customer. The file is now non-reportable.

Event description:
As reported, a foreign material (hair) was found in the inner package of the 6f infinity jl 3.5 device. There was no reported injury to the patient. The outer box was not damaged. The integrity of the sterile pouch was not compromised. The foreign material was found prior to reaching the customer. The damage was noted to have happened during the time of over-labeling activity in custom bonded warehouse. The device was not stored in the lab, it was maintained in a warehouse. The device will be returned for evaluation.

Event description:
As reported, a foreign material (hair) was found in the inner package of the 6f infinity jl 3.5 device. There was no reported injury to the patient. The outer box was not damaged. The integrity of the sterile pouch was not compromised. The damage was noted to have happened during the time of over-labeling activity in custom bonded warehouse. The device was not stored in the lab, it was maintained in a warehouse. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.